Event description:
Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
It was claimed that transducer is not working. Identification of issue has been done by analyzing problem description, service report and device's logs. There was no patient involvement. According to the information provided by the technician, the device failed pressure transducer test during pre-use check and nozzle units on air and o2 gas modules were replaced. The issue has been resolved and the device was delivered to the user in working condition. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. The faulty nozzle unit may lead to stop of ventilation, low o2 or high pressure. Provided logs confirmed occurrence of the reported issue. The root cause of the event has not been determined.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).